Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of a voluntary remedial action. Investigation concluded the most likely root cause was damage during use.

Event description:
The fibre was used 3x during a bilateral procedure - ( the tip cleaned by surgeon in between), the scrub nurse noticed that the tip had detached itself from the fibre. Received additional information 09nov2016: the tip did not fall off in the patient, it fell off at the scrub table as it was cleaned in between different vein treatments.